Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl or read as ¿high¿ on the cgm. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer resolved the issue by changing the infusion set and cartridge, then resumed insulin therapy.